Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 251 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include feeling panicked and lightheaded as well as thirsty and clammy. The patient reports they had removed the pod an hour prior to the paramedics arrival. Once at the hospital the patient had blood tests performed. The patient was treated with intravenous fluids as well as an insulin drip. The patient remains in the hospital at the time of this call.